Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in hospital after receiving vibratory patient notification alert, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were made. Patient was doing well.